Manufacturer narrative:
Device inspection is still pending at the facility. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported the device was losing connection intermittently. There was no adverse event reported.

Manufacturer narrative:
The baxter technician inspected the unit where it was determined the memory was full of event logs information. Auto sync was on causing reports not to be sent. The baxter technician cleared logs to free up memory and turned auto sync off arpc to resolve the connection issues. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. A report of lost/intermittent wireless issues with the eli380 could result in a delay or failure of the cardiograph to perform in a suboptimal state resulting in a possible inability to use the cardiograph. After consideration for potential harms and worst-case scenarios, adverse health consequence is reasonably expected to result from this issue.

Event description:
Customer reported the device was losing connection intermittently. There was no adverse event reported.